Event description:
It was reported that that this cardiac resynchronization therapy defibrillator (crt-d) system showed myopotential noise on both the left ventricular (lv) lead and right ventricular (rv) lead shock channels. Technical services (ts) analyzed the presenting electrogram (egm) and found oversensing. No adverse patient effects were reported. Currently, this crt-d system remains in service.